Event description:
Boston scientific received a user submitted medwatch report (B)(4) in which it states that a moses 550 dfl fiber broke during a urology procedure. The procedure was completed with another of the same device. There was no reported permanent impairment or damage to the patient.

Event description:
Boston scientific received a user submitted medwatch report (B)(4) in which it states that a moses 550 dfl fiber broke during a urology procedure. The procedure was completed with another of the same device. There was no reported permanent impairment or damage to the patient.